Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained via common femoral artery with a 6f introducer sheath through a retrograde approach. The 10 cm, 100% stenotic, chronic totally occluded target lesion was located in the severely calcified and moderately tortuous common femoral artery. A 5.0 x 100, 75cm mustang¿ balloon catheter was used for predilatation after a non bsc guide wire and a catheter crossed the target lesion. The first inflation was performed at 15 atmospheres for 60 seconds and second inflation was at 18 atmospheres for 60 seconds. Upon the third inflation, the balloon ruptured at 20 atmospheres. The device was removed from the patient successfully. The procedure was completed with predilatation of a 6mmx100mm mustang balloon catheter at 10 atmospheres for 60 seconds, deployment of a 8x100 epic stent and post dilatation of a 6mmx100mm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained via common femoral artery with a 6f introducer sheath through a retrograde approach. The 10 cm, 100% stenotic, chronic totally occluded target lesion was located in the severely calcified and moderately tortuous common femoral artery. A 5.0 x 100, 75cm mustang balloon catheter was used for predilatation after a non bsc guide wire and a catheter crossed the target lesion. The first inflation was performed at 15 atmospheres for 60 seconds and second inflation was at 18 atmospheres for 60 seconds. Upon the third inflation, the balloon ruptured at 20 atmospheres. The device was removed from the patient successfully. The procedure was completed with predilatation of a 6mmx100mm mustang balloon catheter at 10 atmospheres for 60 seconds, deployment of a 8x100 epic stent and post dilatation of a 6mmx100mm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: during an attempt to inflate the balloon, a pinhole leak was identified. The leak was located at 2mm proximal to the proximal edge of the distal markerband. A microscopic examination of the balloon material and the distal markerband could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).